Event description:
Allegedly, patient is suffering from mom complications. Additional information received from litigation on 01/19/2018. Allegedly the patient was revised due to mom complications. Patient is possibly dislocating due to cup position. (Right).

Manufacturer narrative:
After the initial report, it was determined that there was no complaint alleged against the device. Please void the initial report.

Manufacturer narrative:
After the initial report, it was determined that there was no complaint against the device. Please void the initial report.

Manufacturer narrative:
After the initial report, it was determined that there was no complaint alleged against the device. Please void the initial report.